Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture, oversensing, noise on the low voltage portion of the lead, a rise in impedance and triggered a lead integrity alert (lia) for high numbers of short v-v intervals and non-sustained ventricular tachycardia episodes. The rv lead was programmed off. Upon the rv lead extraction procedure, the patient's blood pressure dropped and the "heart border became still." A rescue balloon was deployed, chest compressions were started, and the patient's chest was opened. It was then observed that a superior vena cava (svc)/right atrial junction perforation occurred, causing a pericardial effusion which led to a tamponade. The patient was stabilized and the rv lead was abandoned and a new rv lead was placed. A few days later, the left ventricular (lv) lead triggered an alert for undefined low impedance. The lv lead also exhibited fluctuations in thresholds and elevated thresholds. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.